Manufacturer narrative:
Device passed self test, active current measurement, sleep current measurement, and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. No failed battery test alerts noted when inserting a new battery or during testing. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery alarm. The customer was assisted with troubleshooting and not able to turn off insulin pump. The customer was reported that the insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.